Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # 790d48. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device fired and cut without any difficulties noted also it was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 790d48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how was the device removed? The device was removed successfully by the resident that fired it. It took longer than usual to remove and seemed like it was stuck. They rotated the stapler out after some time trying. However, it was eventually successfully removed. Was the device not able to be removed and subsequently the tissue was cut? The device was removed, but it seemed to pull on the anastomosis and it was not intact once checked. Can you please clarify the reason the anastomosis had to be repeated? The anastomosis was not fully intact. Did the removal of the device disrupt the staple line? Yes. Could you please clarify if there were any patient consequences? No. The second anastomosis went well, no patient consequences. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the robotic laparoscopic sigmoid procedure, when the surgeon fired the device the stapler indicated the firing was complete, however, the stapler was unable to remove. And then once they got the stapler removed the donuts were stuck together, part of the donut were still connected. No patient consequences as they had to do the do the anastomosis with another stapler.